Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported she inserted the sensor and was bleeding all over the place. Customer's blood glucose level was 36 mg/dl, she ate cereal. Customer stated the site does not show signs of infection. Not actively bleeding at the time of the call. Customer was explained that the sensor could have been inserted in a capillary. The sensor is inserted two in half inches from the belly button. The sensor is inserted properly. Customer tried to insert a new sensor and blood at site was reported again. Customer was advised to apply pressure on the site. No further information reported.